Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot # 0919129 have been returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter's memory.

Event description:
During the hand surgery, the tip of twist drill broke while drilling into the metacarpal bone of patient. The surgeon could not remove the tip of it.

Event description:
Customer reported receiving a glucose reading of 111 mg/dl from his freestyle lite meter after eating. Customer reported experiencing symptoms of hypoglycemia and loss of consciousness. Paramedics were called, and they obtained a reading of 27 mg/dl with their health care provider's meter, and treated customer with intravenous solution and orange juice. There was no report of diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
The initial MDR did not include the conclusion codes during electronic submission.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2009. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(4).

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.